Event description:
It was reported that the patient presented to the hospital for an unrelated health issue. Upon interrogation, the atrial lead exhibited loss of capture. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).